Event description:
The lay user/pt contacted lifescan (lfs) customer service alleging that her onetouch ultralink meter was displaying "weird" characters. The "ezbg" results displayed results such as, ".,/-- 8.9 mg/dl, 9.9 mg/dl." The reported issue was unresolved with troubleshooting. There were no allegation of harm or injury.